Manufacturer narrative:
The valve remains implanted and is not available for return and evaluation. Imagery was provided in which it is observed that only one leaflet appears to be coapting. Retrograde flow can be seen entering into the rvot during diastole. Additionally, valve regurgitation can be observed through the injection of contrast media. A waist can be observed on the valve. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on the relevant work orders and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other additional complaints related to the reported issue. Complaint history review reviewed similar complaints from january 2019 to december 2019 and no manufacturing non-conformances were identified. A review of complaint history reveals that the complaint occurrence rate did not exceed the december 2019 control limits for the trend categories. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the pulmonic position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. As noted, the valve was deployed within a proximal stent and a waist was observed after deployment. The visible valve waist indicates the incomplete expansion of valve, which could contribute to suboptimal coaptation of the leaflets and led to central regurgitation. The under expansion of valve could be potentially caused by restriction of stent, which was implanted in the patient as noted. As such, it is likely patient factors (stent preventing full valve deployment) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.UDI: (B)(4). Investigation of this event is ongoing.

Event description:
As reported, this was a tf pulmonic case, treating a failed 23mm sapien 3 implant from 2017 for regurgitation, possibly due to a frozen leaflet. It was attempted to first predilate the failed s3 valve with a 22mm x 2mm balloon but was only mildly successful due to watermelon seeding of the short balloon. A 23mm s3 was prepped and advanced through a 22f gore dryseal sheath. Initial deployment +1cc was delivered. A second bav with the delivery system +2cc was performed. Intracardiac echo imaging showed torrential pulmonary regurgitation with leaflet coaptation issues. A 24mm x 4mm non edwards balloon was used to post-dilate. This resolved some of the regurgitation but there was still a significant amount present. Fluoroscopy imaging confirmed circular valve appearance and a diameter of over 22mm. The implanter was unsure as to the cause of the severe regurgitation. A 22mm non-edwards valve was prepared and implanted inside the 23mm s3 vinv. Regurgitation decreased to mild as reflected by hemodynamics and echo.

Manufacturer narrative:
Additional information added information to b.5, b.7 and f.10. Corrected information in b.3. Investigation is ongoing.

Event description:
Additional information was received. The patient had a ross procedure performed on (B)(6) 2017 with the placement of a 25mm pulmonary homograft. Sixteen days later the patient was experiencing fatigue and shortness of breath with pulmonary stenosis and rv-pa conduit angioplasty was performed, with stent placement. A tear occurred in the conduit during dilation with a 22mm balloon. A pre-stent was placed with a non-edwards palmaz stent and a 23mm sapien 3 valve was deployed within the proximal stent in a stable position, with no effusion, and moderate pulmonary regurgitation. The patient was discharged home. On pod 1, tte showed flow acceleration in the pulmonary conduit with a mean gradient of 20mmhg. Severe pulmonary regurgitation with reversal flow was seen in branch pulmonary arteries.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10102. Investigation of this event is ongoing.